Manufacturer narrative:
Eval: chartholder.

Event description:
It was reported by service report that the chart holder was broken in several pieces with exposed sharp pieces. It is unk if there was pt involvement or if there are adverse consequences to report.